Event description:
General report received of an unspecified number of undocumented incidents of independent rate change. Reportedly, when unplugged from ac power, the devices revert to the previously programmed rate. The devices were not isolated or identified by serial number. There were no reports of any adverse pt events while the devices were in clinical use. Though requested, no additional info was provided.

Manufacturer narrative:
The devices were not isolated or identified by serial number; therefore, they will not be returned for investigation.